Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experience urinary tract infection, mesh erosion, incontinence, urinary frequency, urgency and suprapubic pressure. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.